Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient was wondering if it was normal for the ins to move around. The patient stated that when she touched the "lump", it moved around to the left, right, and middle of the pocket. The patient also reported a loss of therapeutic effect and returned of symptoms. The patient indicated she had been going for about a week and the therapy always let her know when she needed to go, but recently it was not telling her and she's had an accident. The patient already increased stimulation on program 2 from 1.4v to 1.6v. It was confirmed that she has not lost stimulation, but just had a loss of therapeutic effect.

Event description:
Additional information was received from the patient on (B)(4) 2017. The patient reported that she got the device for bowel and noted that it also helped with bladder in the beginning but then stopped helping with the bladder. The patient stated that recently her bowel symptoms were back and she had to wear depends at night. The patient stated that even if she coughed she would go to the bathroom and that sometimes she didn¿t even know she was going. The patient noted that it was weird because it was hurting her down between her legs and her side was real bad. The patient stated that she did not know the pain was being caused by the device until she had a CT myelogram. The patient noted that they were thinking it was her hip or back or something like that causing the pain. The patient stated that the CT myelogram came up clear, so she wondered if it was the device. The patient noted that the pain went away once they turned down the stimulator. The patient stated that she was now having a different pain. The patient reported that it started to hurt when she walked, it hurt on her right side. The patient stated that she had to keep stopping when she tried to walk. The patient noted that 2-3 times she had to stop to catch her breath because she had pain in her side and leg. The patient stated that her back was hurting so bad that it was killing her and stated that she thought the pain could be caused by the device. The patient reported that she thought that the device had moved because it didn¿t feel like it was in the same place as before. The patient noted that it would move from one side over to the other side when she pressed on it. The patient denied any trauma or falls that may have affected the device. The patient was reviewed that she could turn the device off to see if the issue resolves. The patient noted that she hadn¿t tried turning the device off. The patient turned the stimulator down and when she turned it back up the pain came back. The patient stated that at the time of report she was on the second program and asked what to do about bowel symptoms. The patient was reviewed info about adjustments and was redirected to her healthcare professional (hcp) to address the pain issue before making adjustments. The patient was to follow up with a hcp to have the device checked and address symptoms. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.